Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On may 30, 2016, the lay user/patient contacted lifescan (lfs) alleging multiple inaccurate low comparisons performed on her onetouch verioiq meter compared to her feelings/normal results and to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the meter was reading inaccurately after 4pm on (B)(6) 2016 when she obtained alleged inaccurately low blood glucose results of ¿146 and 152 mg/dl¿. The patient manages her diabetes with insulin (self-adjuster). She was unable or unwilling to say whether she made any changes to her usual diabetes management routine as a result of the alleged issue. She reported that ¿right away¿ she became ¿thirsty¿. She indicated that she tested her blood glucose level using another device and obtained results of ¿357 and 356 mg/dl¿, performed within 30 minutes of the results on the subject meter. Based on statistical methodology, the calculated difference between the reported results falls outside lfs¿ accuracy criteria. The patient reported that also after 4pm on (B)(6) 2016, she self-treated her symptoms with 10 units of novolog insulin. During troubleshooting, the patient was unable or unwilling to confirm whether the meter was set to the correct unit of measure, whether the test strips had been stored correctly or whether the test strip vial was cracked or broken. The patient was also unable or unwilling to describe her testing steps or to confirm whether she had used an approved sample site to obtain the blood samples. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of severe hyperglycemia, after the alleged meter issue began.